Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that while a customer was using a cav.select sps swvl 230v-UK/I they alleged the inserts were getting hot during use. No injury occurred.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. DHR review is not required because the product is outside of useful life and the described failure mode is a known hazard. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.